Event description:
Nineteen days after roux-en-y gastric bypass using endo gia universal autosuture, pt returned to the or. Staple line failure was found at all 3 anastomosis sites - including the stomach pouch which is a blind pouch not subject to pressure from contents. Staples appeared scattered in abdomen. Repairs made by converting bypass to gastrojejunostomy but pt expired. Autopsy showed acute bacterial peritonitis, left upper quadrant.